Event description:
It was reported that the patient's blood glucose level rose to 27.9mmol/l. The patient was reportedly outside and the pump emitted a loss of prime warning. The patient reportedly did not hear the pump alarming due to the environment she was in. The patient was reportedly able to hear the pump alarming once inside and was able to treat the elevated blood glucose levels and re-prime the pump. The patient did not experience any signs or symptoms of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated two loss of primes occurred, one on (B)(6) 2012 and another on (B)(6) 2012. The histories indicated that on both occasions the alarm was confirmed within 30 minutes and insulin pump therapy was resumed. The audible alarm sound was found to be functioning. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no loss of prime warnings duplicated. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.